Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/15/2023. Additional information was requested, the following was obtained: we received two detached needles that do not pertain to product code w8702. Were the needles returned in error? : yes, it might be possible. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformance were identified. Photo analysis summary: this is an analysis of a photo submitted to ethicon for review. During the visual analysis the following was observed: in the photograph an apparently detached suture is observed, the image is not clear to determine the failure mode. No conclusion or root cause could be determined. Because the instrument was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Related events captured via 2210968-2022-09102.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2022 and suture was used. The needle detached from suture. There was no delay due to the reported event and the procedure was successfully completed. There were no adverse patient consequences. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/7/2023. Additional information: h3. The following additional information was requested: we received two detached needles that do not pertain to product code w8702. Were the needles returned in error? A device has been received, however clarification is requested whether the product belongs to this complaint. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.